Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil was lodged in the wall of my uterus') and device expulsion ('right coil was lodged in the wall of my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), burning sensation ("my face get burning sensation") and pruritus ("my face get itchy") and was found to have heart rate increased ("rapid heartbeat"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, anxiety, burning sensation, pruritus and heart rate increased outcome was unknown. The reporter considered anxiety, burning sensation, device expulsion, embedded device, heart rate increased and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil was lodged in the wall of my uterus') and device expulsion ('right coil was lodged in the wall of my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device expulsion, embedded device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil was lodged in the wall of my uterus') and device expulsion ('right coil was lodged in the wall of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), burning sensation ("my face get burning sensation") and pruritus ("my face get itchy") and was found to have heart rate increased ("rapid heartbeat"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, anxiety, burning sensation, pruritus and heart rate increased outcome was unknown. The reporter considered anxiety, burning sensation, device expulsion, embedded device, heart rate increased and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device expulsion, embedded device. Amendment: the report was amended for the following reason: significant information were received from deletion case number (B)(4). Reporter information were updated, social media received: new events were added: anxiety, my face get burning sensation, my face get itchy, the rapid heartbeat. Local event number and e2b company number were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.